Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective needle was found before use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "defect in the needle of the catheter."

Event description:
It was reported that a defective needle was found before use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "defect in the needle of the catheter."

Manufacturer narrative:
H.6. Investigation summary: a sample was not available for evaluation, but a photo was returned. According to the visual analysis of the photo of the sample, it can be observed that the needle is transfixed, confirming the client's report. After reviewing the batch history and non-conformity records, there is no evidence that could lead to this claim. I however, after analyzing the attached photo of the reported defect, it was possible to confirm this claim. Conclusion(s): based on the results of the investigation so far a cause for the defect are: 1- air blowing connections at station 4. These connections must be adjusted according to the catheter length. There is no procedure specifying how to set up the air connections to each gauge. 2 -vision system set-up. There is no procedure on how to set up the automated vision system by the maintenance team. This batch was produced prior to the actions proposed to CAPA #855815, which was finalized in october-2019.